Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mixed race (caucasian, hispanic/latino) female patient who underwent a breast augmentation (left: primary, right: revision) with a 600cc mentor memorygel breast implant (right) and an unspecified mentor smooth gel breast implant (left) experienced right-sided rupture and left-sided wound infection and capsular contracture (unknown grade) postoperatively. The patient had a consultation with a healthcare professional. Due to the left-sided infection, the patient underwent bilateral removal without replacement on (B)(6) 2017. Upon explanation, the right implant was observed to be ruptured. The event date was estimated as (B)(6) 2016 based on available information. This report is for the left-sided prosthesis.